Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was unable to get the loaner navigation system to see the bracket on the kinevo scope. They checked all the cable connections, reseated the cables, swapped the bracket from instrument port 3 to 4 on the system, rebooted the system, and checked settings, all with no resolution. The site chose not to use the microscope for the case. The system worked yesterday with no issues. This was the last case on site and the microscope integration hardware was sent back to nac with the demo system. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
Medtronic received additional information that it was not possible to test the functionality of the microscope cable with the microscope. A manufacturer representative reported that there was no visible damage to the cable and that the cable was brand new prior to it being at this site. If information is provided in the future, a supplemental report will be issued.